Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred with the minicap transfer set, which resulted in peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was the tube that connected with twist sleeve was damaged and a leak was found. Subsequently the patient was then hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was not reported. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a hole in the tubing near the occluder feet, discolored patient adapter, and damaged patient adapter (marks observed on the outside of the connector indicative of tool use). The device passed all functional tests performed, except the underwater pressure leak test where a leak was observed through the hole in the tubing. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.